Event description:
Damage to the pump housing and usb port was reported by the customer, which affected the pump's ability to charge but did not cause a shutdown. There was no adverse impact to the customer's blood glucose level. The technical support initiated a replacement for the pump, instructing the customer to use a provided return box and pre-paid label to return the faulty unit within 10 days to avoid charges. The customer was also advised on transferring settings to the replacement pump and confirmed the shipping details for the new unit.